Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 1 100mm grip plate. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
Doctor reports patient presents with a non union of the greater trochanter after having an abg ii revision and then a grip plate put on for the greater troch fracture. She now returns with a nonunion in which doctor has decided to revise the grip plate to a longer one and debride the fracture as well as add some bone graft.. The procedure was performed through the posterior approach. The existing 100mm grip plate was removed the fracture was debrided and a longer 150mm plate was placed with four cables. Vitoss bone graft was placed in the crevices of the fracture. The surgical site was closed. Procedure was performed without incidence.

Manufacturer narrative:
Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no other reported events for the lot.

Event description:
Doctor reports patient presents with a non union of the greater trochanter after having an abg ii revision and then a grip plate put on for the greater troch fracture. She now returns with a nonunion in which doctor has decided to revise the grip plate to a longer one and debride the fracture as well as add some bone graft. The procedure was performed through the posterior approach. The existing 100mm grip plate was removed the fracture was debrided and a longer 150mm plate was placed with four cables. Vitoss bone graft was placed in the crevices of the fracture. The surgical site was closed. Procedure was performed without incidence.

Manufacturer narrative:
The patient is (B)(6). An event regarding instability involving an unknown dall miles plate was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the medical information by a clinical consultant indicated: the subsequent events pi & pi are both completely procedure-related by nature as related to the use of a short citation stem in the compromised bone of the proximal femur after cementless stem removal with further inadequate stability of the dm-plate/cable construct after orif of the pp-fracture. The short citation stem should have been exchanged for a longer stem ultimately at the first occurrence of a pp-fracture in the trochanteric bone area. No device-related aspects are evident here. Device history review: a review of the device history records could not be performed as the lot number was not reported. Complaint history review: a complaint history review could not be performed as the lot number was not reported. Conclusions: the clinical consultant stated that this event is procedure related by nature as related to the use of a short citation stem in the compromised bone of the proximal femur after cementless stem removal with further inadequate stability of the dm-plate/cable construct after orif of the pp-fracture. No device-related aspects are evident here.

Event description:
Doctor reports patient presents with a non union of the greater trochanter after having an abg ii revision and then a grip plate put on for the greater troch fracture. She now returns with a nonunion in which doctor has decided to revise the grip plate to a longer one and debride the fracture as well as add some bone graft. The procedure was performed through the posterior approach. The existing 100mm grip plate was removed the fracture was debrided and a longer 150mm plate was placed with four cables. Vitoss bone graft was placed in the crevices of the fracture. The surgical site was closed. Procedure was performed without incidence.